Event description:
The patient reported that the pod is not sticking very well to the pod site, and is coming partly off, although this was not noticed until their blood glucose levels were reading high. On wednesday evening, the pod had come loose but they were not aware until the following morning on (B)(6) 2026. The patient sought medical attention and was admitted to the hospital with diabetic ketoacidosis. The patient was discharged from the hospital on (B)(6) 2026. There were no further details provided related to symptoms and treatment. Good faith attempts are being made to retrieve additional information.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.